Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted. The reason for the explant was not provided. Additional information has been requested but no information has been received.